Manufacturer narrative:
(B)(4). Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an electrophysiology procedure using a swartz braided transseptal introducer, fragments of the introducer broke off in the patient. After the swartz braided transseptal introducer had been placed in the patient, approximately one inch of the proximal portion of the introducer, including the hemostasis hub, became detached and the majority of the introducer remained in the patient. Blood began to leak out of the proximal end of the introducer and it was decided to exchange the introducer. During removal of the introducer, the distal tip became detached and remained in the patient. X-rays were taken of the patient's lungs, extremities, and brain to locate the detached portion of the introducer. The detached piece of the introducer was located wedged against another introducer in the vein and removed with a snare device.